Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm during an unspecified therapy step. During troubleshooting, it was further reported that there was a loose connection between the heater line of the home choice cassette and the heater bag that led to this alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.